Event description:
It was reported that while the patient was running they were shocked due to myopotential oversensing. The settings were adjusted and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).